Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that anchor with dilator didn't hold. Everything came out. We forgot to slide out the sutures from the corral. But the other steps where made like the usage guide. The complaint device was received and evaluated. The device is coming with the anchor inserted on shafts tip. Upon reviewing the inserter tip, it could be observed that the anchor is stuck in the inserter tip due to the sutures were not routed inside the inserter shaft, as a result of this, the anchor was damaged. A manufacturing record evaluation was performed for the finished device 7l08860 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection performed this complaint can not be confirmed. The root cause for the reported failure can be attributed to a missing step from the operator. As per IFU 116920: steps are provided for correct insertion. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in switzerland that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the 5.5 healix adv sp peek ce anchor device came out after it was inserted. Another like device was used to complete the procedure with a ten minute delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.